Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No excessive no delivery alarms, motor error alarms, low battery alarms, or unexpected blank display occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The motor was tested outside of the device and passed. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 431 mg/dl. Customer stood up and passed out hit her head. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting. The insulin pump will not be returned for analysis.